Manufacturer narrative:
The device was not returned for eval. Review of the device history records was not possible as the lot number for the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported while performing a left lateral accessory pathway ablation procedure that pt developed a pericardial effusion. The physician performed ablation on the mitral annulus using an agilis sheath (curve unk) and a bidirectional non-sjm ablation catheter. During the procedure the pt became hypotensive and was found to have a pericardial effusion. A pericardiocentesis was performed and 1400 cc was removed from the pericardium. The effusion persisted and the pt required surgery to repair a tear near the base of the left atrial appendage. The pt's current status is listed as "fine". Additional info was requested but is not available.